Event description:
Patient revised on (B)(6) 2020 due to dislocation which caused humeral cup to disassociate from the stem, approximately 15 months after primary surgery. Surgeon explanted the 36mm centered glenosphere with screw and 135/145 36/+9 standard humeral cup, and implanted a 40mm eccentric glenosphere with screw, 40/+9 standard humeral cup, and 135/145 reversed adapter for extra +9mm of spacing.